Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During self troubleshooting, customer identified occlusion was caused by an issue with the cartridge. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 280 mg/dl at time of event.